Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause: mlc-18- user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-5 error: test strip error. The e-5 error occurred after the blood sample had been applied. Customer stated he had tried to perform six blood glucose tests and had obtained the e-5 error six times. At the time of the call the customer reported feeling tired and that he believed his blood glucose was high. Customer stated that he has been feeling that way for twelve hours. Medical attention was not needed at the time of the call. Customer declined to perform a blood test during the call on (B)(6) 2018. Customer had disconnected the call.